Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software timing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation did not reproduce the reported complaint. During evaluation, error message (sf 188) related to safety assert signal test was identified. The device was serviced and fully tested before it was returned to the customer. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an inoperable alarm. There was no harm or serious injury reported as a result of this incident.